Manufacturer narrative:
H3 other text : device not return to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, dizziness with headache, lung disease and other. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect, it should be the manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness with headache, lung disease and other. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. "(Device) problem code grid (1)" has been updated/corrected in this report.

Manufacturer narrative:
Upon review, it was determined this report is a duplicate of MFR 2518422-2024-12171. All reporting will be completed on MFR 2518422-2024-12171.

Manufacturer narrative:
Additional information was received on 03/11/2024 and h11 is updated as: the manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, dizziness with headache, lung disease and other. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.